Manufacturer narrative:
(B)(4). The complaint devices are currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that three mr290v vented autofeed humidification chambers from three rt380 adult dual-heated evaqua2 breathing circuit kits were leaking. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: two mr290v vented autofeed humidification chambers were returned to fisher & paykel healthcare in (B)(4) where they were visually inspected. One of the returned chambers was from lot 1403130304 (date of manufacture: 13 march 2014) and the other chamber was from lot 1404160304 (date of manufacture: 16 april 2014). Results: visual inspection of the returned chambers revealed cracks on the chamber dome above the hinge bracket and along the base of the chambers. The print around the chambers was smeared and white residue was noted on both of the chamber domes. A lot check revealed no complaints of this nature for lots 140313 and 140416. Conclusion: based on the inspection carried out it is likely that the damage was caused by the chamber coming into contact with a solution containing ethanol/alcohol resulting in environmental stress cracking of the chamber domes. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests the returned chambers were damaged after they were released for distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - set appropriate ventilator alarms - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient our monitoring and trending of complaints of environmental stress cracking in mr290 chambers has a rate of occurrence of 16 devices per million sold worldwide in the last year to the end of september 2014.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that three mr290v vented autofeed humidification chambers from three rt380 adult dual-heated evaqua2 breathing circuit kits were leaking. No patient consequence was reported.